Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported while using a bd nano¿ 2nd gen pen needle was difficult to remove and to attach. The following information was provided by the initial reporter: consumer stated, she has a difficult time removing pen needles after injection. Stated, some pen needles are hard to attach to insulin pen.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 12-sep-2022. H.6. Investigation summary: customer returned (2) open 32gx4mm bd pen needles without outer covers, tear drop labels, or inner shields attached. The customer reported having a difficult time removing pen needles after injection and stated that some pen needles are hard to attach to the insulin pen. The samples were examined, then tested for attachment/detachment using a test pen injector: both pen needles were able to thread onto and off the test pen injector properly. No defects were observed on the returned samples. The alleged issues could not be confirmed based on the samples returned for investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples and/or photo(s) received the investigation concluded: unconfirmed: embecta was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause cannot be determined at this time as the issue is unconfirmed. Based on the above, no additional investigation and no CAPA/sa is required at this time.

Event description:
It was reported while using a bd nano¿ 2nd gen pen needle was difficult to remove and to attach. The following information was provided by the initial reporter: consumer stated, she has a difficult time removing pen needles after injection. Stated, some pen needles are hard to attach to insulin pen.